Event description:
It was reported by the physician that the "last several bi-ventricular implantable cardiac defibrillators (ICD) have been replaced before elective replacement indicator (eri) due to battery depletion". Follow up was attempted to obtain specific cases and device serial numbers, however was unable to be obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.